Manufacturer narrative:
The reported complaint of the icy catheter (lot # 158785) leak was confirmed during the functional testing. A bonding leak was noticed at the proximal end of the medial balloon. The probable root cause for the reported complaint could be due to a latent defect at the bond. Upon visual inspection, no physical damage was observed. During functional testing, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device. Upon pressurizing the catheter, a bond leak was observed at the proximal end of the medial balloon, thus confirming the reported complaint. It is unlikely that the defective catheter was shipped. During the manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for a catheter with lot number 158785. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. The fluid ran into the patient's vasculature is an anticipated event. No patient's effect was observed.

Event description:
During ivtm therapy, the thermogard ivtm system (sn unknown) generated an alarm and the customer noticed the 500ml saline bag had emptied. No saline fluid was observed on the patient's bed, floor or the thermogard console. The issue then occurred two more times during the cooling and warming phase. In all, the customer had replaced the 500 ml saline bag 3 times and the thermogard ivtm system once. The icy catheter (lot #158785) was suspected to be leaking. The icy catheter was inserted smooth into the patient's femoral vein. Catheter dwell time was 28 hours. The icy catheter was removed and treatment was completed. Per customer, the alarm on the thermogard ivtm system was cleared by the customer and it doesn't required service. Per reporter, no negative impact with the saline infusion of three 500ml bags. See MFR 3010617000-2021-00850 for the thermogard ivtm system serial #unknown.